Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
An article/literature was received entitled "modern cemented total knee arthroplasty design shows a higher incidence of radiolucent lines compared to its predecessor¿ literature article "modern cemented total knee arthroplasty design shows a higher incidence of radiolucent lines compared to its predecessor" by kevin staats et al. Published by knee surgery, sports traumatology, and arthroscopy was reviewed. The article purpose: to evaluate the radiographic outcome and short-term survival of a modern cemented primary tka system compared to its predecessor. The article reports: the authors reviewed 529 primary cemented tkas 276 attune and 253 pfc sigma systems, which were implanted between 2014 and 2017 where radiographic outcome and short-term survival were the main outcomes measured. Cement was used in all cases although no manufacturer was disclosed. Patella resurfacing was not mentioned within the article. In the attune group, there were three patients that needed to undergo revision. The authors do not specify the reason for these revisions. In the pfc sigma group 5 patients needed to undergo revision surgery (again the reason is unspecified for 4 of these cases) and, in one of these, the reason for revision was aseptic loosening. Depuy products involved: attune and pfc sigma. Complications: surgical intervention (8), aseptic loosening (1).